Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. The cap wear was accelerated due to heat accumulation caused by anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. This would cause reduced vaporization efficiency. Cap wear acceleration lead to the possibility of glass cap fracture. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that during prostate procedure the laser stopped working in the middle of lasing. The physician noticed on the screen that the fiber was broken at the tip. No light was observed at the fiber break location. The console was going into standby mode once foot pedal was pressed. The procedure was completed using second fiber. No injury to the patient was reported.

Event description:
It was reported that during prostate procedure the laser stopped working in the middle of lasing. The physician noticed on the screen that the fiber was broken at the tip. No light was observed at the fiber break location. The console was going into standby mode once foot pedal was pressed. The procedure was completed using second fiber. No injury to the patient was reported.